Manufacturer narrative:
A sample device was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. (B)(4)

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a patient experienced poor vision. The iol was exchanged for another lens eight months following the initial implant procedure. The clinical reason given for the explant was 2.00 diopters of hyperopia.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A handpiece was indicated which is not qualified for the type of cartridge used. A viscoelastic was also indicated, which is not qualified for this lens/cartridge combination. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).